Manufacturer narrative:
Mml # (B)(4). Patien'ts weight and race are not available.

Event description:
It was reported that the patient underwent a surgical procedure due to pain/discomfort/poking of the implantable pulse generator (ipg) in the current pocket site location. According to the implanting doctor, one of the ipg suture holes may have come loose, causing increased poking in the pocket site. The ipg was repositioned deeper and more cranially, utilizing the same incision location without complications. The ipg was turned off before the procedure and turned on afterward. The patient was instructed not to use the device for about two weeks post-op. There has been no report of pain/discomfort/poking post pocket site repositioning. The device remains implanted and functional. The ipg device history record was reviewed. No relevant nonconformances were found.